Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "power shut down twice and instantly restarted occurred twice" was confirmed - however, a further cause could not be presumed from the information provided. The suggested phenomenon of "front panel led light failure (missing segment)" was presumed to have been due to a faulty display unit. Since additional information was not available, a further cause of the phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, on (B)(6) 2022, during a therapeutic laparoscopic surgery the power supply to the high flow insufflation unit went down and was immediately restored twice. The procedure was completed using the subject device. There was no report of patient harm associated with this event. Before (B)(6) 2022, the same event occurred once. The procedure was completed using the subject device. There was no report of patient harm associated with this event. When olympus staff inspected the usage environment at the site, seven devices were connected to the isolation transformer of the wm-np2 in addition to the subject device (uhi-4). The facility stated the uhi-4 had been used in that state since purchasing, and had never lost power until recently. It was proposed to separate power supply for sonosurgg2. The hospital decided to purchase an additional power cable. Event 2 of 2 this report is being submitted for the event before (B)(6) 2022, when the high flow insufflation unit power supply went down and was restored once, under the medwatch patient identifier (B)(6). The first event with the high flow insufflation unit is associated with medwatch patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the front panel led lighting failed. During appearance inspection, there were no visual abnormalities found. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.